Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 199 mg/dl (doctor's meter) and 75 mg/dl (patient's meter). The son of the patient also took blood glucose readings with the father's meter and received the following results within 15 minutes: 185 mg/dl (doctor's meter) and 82 mg/dl (patient's meter)